Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pat av balloon to treat 10mm plaque lesion in patients left proximal artery site. Mild calcification was reported. The produt was prepped per IFU. There were no abnormalities with the product. It was reported that stenosis was relieved with a pre-balloon, after which the in.pact av was used. During expansion, full pressure could not be maintained. Removal of the in.pact av was attempted, but retrieval was difficult, so the sheath and device were removed together to complete the procedure. Upon retrieval and expansion outside the body, a hole was found. No patient injury reported.

Manufacturer narrative:
Additional information: a balloon leak was observed. The device was safely removed from the patient and no vessel damage reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.